Event description:
Harmonic focus scalpel quit working 75% through case. After re-testing, still not working and swapped out for another. MFR: please note that we do not send products to the MFR, but you may arrange for pick-up by calling my number below.